Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the patient arrived to the catheterization laboratory decompensating and required rounds of cardiopulmonary resuscitation (CPR) and defibrillation prior to impella placement. After the impella was inserted, the patient continued to require CPR before achieving a return of spontaneous circulation. After the CPR was performed, the impella had moved back into the aorta, and the medical team had to re-advance the impella into the left ventricle. It was reported that while the patient was on impella cp support, a "purge system blocked" alarm on console occurred. The purge system and fluid was changed with the physician with d10w, due to shortage of recommended purge solution of d5w. No kinks were found in the impella catheter. The purge system was within normal ranges afterwards. A recommendation to the physician was made to replace impella pump due to the possibility of pump failure, and the physician declined to remove and replace at that time. The medical team was advised to monitor motor current for signs of motor failure. No further alarms were noted, and the patient continued to be supported on the impella. An external femoral to femoral bypass was performed to the right leg, as the medical team was unable to find a pulse under doppler.